Manufacturer narrative:
Other relevant device(s) are: product ID: 3057, serial/lot #: unknown, implanted: (B)(6) 2018, product type: screening device. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a trial patient who was implanted on (B)(6) 2018 for a verify enhanced basic evaluation (be) for urge incontinence. It was reported that, last night, the trial patient had an accident and felt as though the were shocked. It was unknown if there were any environmental/external/patient factors that may have led to the issue. It was advised that the patient turn down the stimulation to see if that resolves the shocking and to follow up with their clinician if it does not. Additional information received on (B)(6) 2018 from the patient reported that they had been shocked 4 times and also felt the stimulation in their back. It was advised that they lower the stimulation. It was unknown if there were any environmental/external/patient factors that may have led to the issue. Follow up information received from the trial patient on (B)(6) 2018 reported that it ¿hurts when he pulls on them¿. The family member then stated that they turned the device off yesterday (due to the shocking sensation) and had been off since then. It was also reported that one of the leads had pulled out. There were no further complications reported or anticipated.